Manufacturer narrative:
Section b5 was updated to include additional information provided by the customer.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results for a 35 year-old female patient, who was confirmed hiv positive in 2017. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result was 0.55, repeat result was 0.56 s/co. The sample was positive with colloidal gold testing. The sample was also tested with the roche hiv combo assay, at another hospital, and the result was 75.73 coi, which is positive. The roche hiv duo assay result was 28.9, which is reactive, and the roche hivag assay result was 0.286, which is nonreactive. There was no impact to patient management reported. Additional information was provided by the customer: the patient's nucleic acid result was positive.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results for a 35 year-old female patient, who was confirmed hiv positive in 2017. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result was 0.55, repeat result was 0.56 s/co. The sample was positive with colloidal gold testing. The sample was also tested with the roche hiv combo assay, at another hospital, and the result was 75.73 coi, which is positive. The roche hiv duo assay result was 28.9, which is reactive, and the roche hivag assay result was 0.286, which is nonreactive. The patient's nucleic acid result was positive. There was no impact to patient management reported.

Manufacturer narrative:
Section b3 - date of event updated from 06/21/2024 to 06/20/2024. The complaint investigation for false nonreactive architect hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kits of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Sensitivity testing was performed using an in-house retained kit of lot 59238be00, stored at the recommended storage condition. The clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (zeptometrix hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the lot is not adversely affected. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect hiv ag/ab combo, lot number 59238be00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 04j27, that has a similar product distributed in the us, list number 02p36.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results for a 35 year-old female patient, who was confirmed hiv positive in 2017. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result was 0.55, repeat result was 0.56 s/co. The sample was positive with colloidal gold testing. The sample was also tested with the roche hiv combo assay, at another hospital, and the result was 75.73 coi, which is positive. The roche hiv duo assay result was 28.9, which is reactive, and the roche hivag assay result was 0.286, which is nonreactive. There was no impact to patient management reported.